Event description:
Vent just shut off. No one present when vent went down. When nurse went into pt room, pt was being bagged by another nurse and the vent screen was blank. Vent was changed out with another.